Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. The sample was not available for evaluation. The complaint was confirmed for closure procedural complication. The exact root cause cannot be determined. The device history record was unable to be reviewed since a valid lot number was not identified. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that they had an issue getting the angio-seal sheath and arteriotomy locator to click together. A second angio-seal was pulled which was successful. The procedure performed prior to the use of the angio-seal device was a gi bleed embolization via right femoral access. There was no blood loss. Additional information was received 20may2025: the procedure sheath size that was used was 6fr. There were not any difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. The angio-seal sheath and arteriotomy locator did not click together. The patient was stable. There was no mention that the user had difficulty in inserting the locator into the hub. The user did not succeed in mating the locator and hub. The user did not successfully insert and lock the locator in the hub; they did not click together. There was no audible click on mating. There was not tactile feedback after mating. The user was unable to mate the locator with the hub after several tries. The user attempted to mate the locator and hub several times. The locator separated after mating with the hub. The locator was too loose and failed to stay in place, it never clicked together. The separation occurred when the device was being prepped. They needed to grab a different angio-seal which was successful. The patient did not get hurt.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown, as the involved lot # was not provided. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.